Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, transit disorders and scanned thickening of the peritoneal layers. Pd therapy was discontinued. The cause, treatment, hospitalization and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that on the same day as the event onset, the patient was treated with ceftazidime and ciprofloxacin hydrochloride for peritonitis. It was reported that the peritonitis event was also manifested by cloudy effluent. Twenty-three days after the event onset, the patient was treated with amikacin sulfate for peritonitis. At the time of this report, the patient was recovered. Should additional relevant information become available, a supplemental report will be submitted.